Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed based on the customer pictu res/recorder strips provided with the complaint. During leak testing, a small external leak was identified on the mating connection between the iab short driveline tubing and the inflation driveline tubing. It is possible that the small external leak could cause or contribute to a helium loss alarm. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the issue. Other remarks: please see MDR#3010532612-2019-00153(tc1900068267), MDR#3010532612-2019-00135(tc1900068268), and MDR#3010532612-2019-00141(tc1900068420) for reference as the complaints involved the same patient.

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the staff experienced a helium loss alarm. The iab tubing was checked and no blood was noted. As a result, the iab was removed. Patient was reported to be "very stable". There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Please see MDR#3010532612-2019-00153 (tc (B)(4), MDR#3010532612-2019-00135 (tc (B)(4), and MDR#3010532612-2019-00141 (tc (B)(4) for reference as the complaints involved the same patient.

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the staff experienced a helium loss alarm. The iab tubing was checked and no blood was noted. As a result, the iab was removed. Patient was reported to be "very stable". There was a report of delay in therapy. There was no report of patient complication or serious injury and death.